Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that an echocardiography showed a possible endoleak; on a future date a contrast CT found that there was indeed an endoleak. The patient was treated for a type iii endoleak, fabric from the main body¿s flow divider. Two stent grafts from another manufacturer were implanted to line the endurant stent graft, which caused decrease in the endoleak. In addition to that, another excluder leg as used to line the main body from both sides. The endoleak was resolved. The patient has recovered. The physician commented that in the CT taken in the post-operative follow-up confirmed that there was no leak but it became thrombosed. Later on, echocardiography showed possible leak. A month later, a contrast enhanced CT found leak and additional treatment was performed. Angiography was carried out several times this time, and it was determined to have a high possibility of damaged graft. The patient has fine vessel form so that the relevant device must have had an issue in this case.

Event description:
A review of the pre-implant cta¿s revealed that the proximal neck flow lumen diameter was approximately 21-23mm, 2cm in length, and was angulated 40deg maximum. The neck was severely calcified. The max diameter aaa was 45mm, and was lined with calcification. The iliacs were moderately tortuous and severely calcified. Cta¿s from 7-day¿s post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od measured 23 mm. The ipsi limb + extension were placed down to the right common iliac, and the contra limb + extension into the left common iliac artery. Both limbs were patent. The max diameter aaa measured 4.5cm. No endoleak or any other issues were observed. Cta¿s from 6-months post-implant were non-contrast. Any endoleak or stent graft patency assessment could not be performed. The max diameter aaa measured 4.0 cm. Cta¿s from 17 months post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od measured 24mm. Contrast was seen near the bifurcate aortic body within the right side of the aaa. The type of endoleak is uncertain; this may be a type iii fabric. The bifurcate od has minimal radial apposition (od in-vivo measures approx. 24mm), therefore cannot rule out a proximal type I endoleak. The max diameter aaa measured 4.5cm and both limbs were patent. The cause of the endoleak could not be determined from the images provided. Cta¿s from 18-months post-implant revealed that the bifurcate aortic body had been relined with additional devices (non-mdt), and the previously seen endoleak appeared to have resolved. The max aaa diameter measured 4.4cm and both limbs were patent.